Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On (B)(6) 2024, it was reported that infusion set canula was not inserted properly . No further information available.